Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the patch. Leak test and microscopic analysis was performed which identified: one opening striated on the patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: patient's concern with the product and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade iii. Device has been explanted.